Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s sleep/wake button stopped functioning and the display began separating from the pump housing, after which the device fully separated and a portion was lost down a vent; a replacement was arranged and the patient was instructed on shutdown and return, with the device component implicated being the display and the problem characterized as a failure of bonding. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure of the bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.